Manufacturer narrative:
It was reported that "I propelled myself backwards while pulling the door, and I rolled backwards and fell on my back. It caused a lumbar spine fracture". Due to this follow up medical intervention including "pain treatment". It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Brakes not working properly.